Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, prime, basic occlusion, occlusion and no delivery alarm tests.

Event description:
It was reported that the customer was hospitalized high blood glucose levels over 600 mg/dl and diarrhea. The customer had been experiencing high blood glucose levels for four days prior to the event. The customer's last infusion set change was the day prior to being admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the father was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.